Manufacturer narrative:
The root cause of the reported issues of intermittent loss of power and device lock up could not be determined. The device was determined to be unrepairable. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device power cycled unexpectedly. Additionally, the device locked up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was concluded that the device can not be repaired. Stryker will further evaluate the customer¿s device at the product assessment center (pac). The complaint investigation, including risk assessment, has not yet been completed. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the device power cycled unexpectedly. Additionally, the device locked up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.